Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two peripheral scs leads (off-label) with the same lot number. It was reported the physician experienced difficulty implanting the lead since the patient was having 'more than usual' bleeding during the permanent procedure. The lead was implanted successfully and the patient was 'doing fine' post-operatively.